Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Insert was inspected on a cavitron plus g-136 for water, spray and oscillation. Also was visually inspected for any damage or defects. The tip was clogged (water only reached 15 psi). The temperature was taken with a digital thermometer (ID# 6116). The water temperature was 106.2 f and the tip temperature was 126.1 f which exceeds the allow temperature. The failure may be due to improper insert cleaning by customer when inserts are not clean or properly clean after each use. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-10s insert tip overheated; no injury resulted.